Event description:
It was reported that the zimmer skin graft mesher was shredding the tissue. Additional clinical follow up with the hospital indicated that the mesher was used to mesh an "apligraf". It was noted that the apligraf was turned to "a mangled mess." The apligraf sales rep informed the surgeon that the apligraf should be applied in its current "mangled" state due to the ability of apligraf to re-generate. The planned procedure was completed without delay or alternative intervention. The surgeon stated the wound healing process is within normal expectations at this time. The zimmer skin graft mesher is not presently going to be returned for evaluation. The zimmer skin graft mesher will first be evaluated by a plastic surgeon at the facility to assess device function prior to returning the device to zimmer surgical, if needed.

Manufacturer narrative:
The device was not returned to the manufacturer for repair. The service record indicates that the device is 16 years old and has been in 2 times for repairs. The last repair was on (B)(4) 1998, for a non related issue. No cause can be determined for the reported complaint as the device was not returned for evaluation.